Event description:
The customer's spouse reported via phone call that the customer was recently released from the hospital. The cause of the customer's hospitalization was unknown. The spouse also reported the customer had a high blood glucose of 490 mg/dl. Customer's spouse stated the customer's high blood glucose was not caused by the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.